Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the monitor's electrode belt connector was missing from the monitor case, exposing wires. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that her monitor's electrode belt connector was damaged. The patient was issued a replacement monitor.